Manufacturer narrative:
A visual inspection of four photos were received and reviewed. The visual inspection found that the wires were disassembled in the corrugated tubing in the assembly between the corrugated tubing and the water trap. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure for catalog# 780-15 were reviewed and no findings that can potentially relate to the reported issue were found. A device history record (DHR) could not be conducted since the lot number was not provided. Based on the customer complaint description and review of the photos, the issue could be originated during use of the product. Root cause - method of use related: pulled during use.

Event description:
The complaint was reported as: the mother was holding (B)(6) in nicu and the ventilator circuit came apart from the water trap connection. Once the circuit became disconnected from the water trap, the inside wires came out and rt (respiratory therapist) was not able to put the wires back into the circuit. Intervention: the pt was bagged while the circuit was switched out. No report of a pt injury.